Event description:
It was reported the customer received motor error alarms during their basal rates. Customer also reported experiencing no delivery alarms. Customer's blood glucose was around 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer declined to troubleshoot for their no delivery alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.